Event description:
While performing left and right heart catheterization on patient, thermodilution catheter was advanced via femoral venous access. Catheter advanced to the inferior vena cava and was noted to not be inflatable. Catheter was removed from sheath, and noted to have ruptured at some time between testing inflation of the balloon prior to the procedure and advancement of the thermodilution catheter into the inferior vena cava. Tip of the thermodilution catheter intact and balloon remained in place at end of catheter; however, balloon noted to be ruptured, equipment malfunction/failure. Visualization of catheter post procedure notes that balloon appears intact but with obvious tear. Pt was observed following the procedure for complications. No adverse event occurred that affected the pt.